Manufacturer narrative:
A review of the service documents confirmed that the mel 80 involved in the event was working within specification and no malfunction had occurred. The mel 80 user manual describes the handling of the fluence test as well as the treatment. According to the instructions for use the operator of the device must check carefully the surgical parameters. Laser treatment is not to be started until all parameters are correct. The fluence test dialog opens after selecting the patient and the treatment. Before treatment can be carried out, the fluence test must be successfully completed. Patient identifier: added "(B)(6)" describe event or problem: updated description of event. Relevant tests/laboratory data, including dates: added "n/a". Other relevant history, including preexisting medical conditions: added "n/a". Unique identifier (UDI) #: added "n/a". Device available for evaluation?: changed from "yes" to "no". Device evaluated by manufacturer: changed from "yes" to "no: other - no device malfunction". Event problem and evaluation codes: removed patient code "3191", changed result code to "213", changed conclusion code to "18". Additional manufacturer narrative and/or corrected data: updated manufacturer narrative section and provided description of corrected data.

Event description:
A health care professional (hcp) reported that he performed the fluence test procedure to treat the patient's eye by mistake during a mel 80 treatment. Per the instruction for use, a fluence test is used to check the function of the laser, which is required to be carried out on the mel 80 excimer laser system prior to starting the treatment. The doctor plans to perform an additional surgical intervention to correct the patient's vision.

Manufacturer narrative:
The user manual describes the handling of the fluence test as well as the treatment. The device executes all functions as described in the manual and the doctor can follow the progress of the fluence test on the monitor if the test is activated

Event description:
The health care professional (hcp) reported that, he performed the fluence test procedure on a patient's eye, which is required to be carried out on the mel80 excimer laser system prior to starting the treatment. The doctor will perform an additional surgery to correct patient's vision.